Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/16/2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual testing was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.